Event description:
Event description guidant received information that this pacemaker was replaced during a lead revision (reason not stated). The system has been implanted less than one month. The pacemaker inhibited when it was placed into the pocket following the lead revision. The device has been returned for analysis.